Manufacturer narrative:
The 510(k): k914088 & k083641. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Supplier reported on behalf of customer that the bivona custom tracheostomy tube that the cuff was leaking during therapy upon initial use. Patient desaturated and required emergency tracheostomy tube change and bagging. Additional information received reported the tracheostomy cuff patency was tested prior to use. Tracheostomy was used with velcro ties and cuff was filled with 2ml saline during use. The event was considered resolved.

Manufacturer narrative:
The reported biovana tracheostomy tube was returned for investigation. A visual examination of the returned device revealed that one on the wings on the neck flange was missing. Using 10cc of air a leak test was performed and a leak was not initially apparent. The device appeared to maintain its volume. Only after manipulations and applying pressure and 10cc of water to the pilot balloon was an inside leak where the teflon tubing joins the airway line to the inside lumen identified. Root cause could have occurred when notching the outside lumen wall in preparation for inserting the teflon tubing during manufacturing.